Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection and erosion with sepsis. Reportedly, the pocket had an open incision and noted an evidence of infection with active drainage. History indicated that the patient was non-compliant with wound care. There were no additional adverse patient effects reported. The pacemaker was explanted.